Event description:
A report (mw5038098) was received through FDA's medwatch program that stated a pt reported she received first and second degree burns from a bedwarmer.

Manufacturer narrative:
We have yet to receive back and investigate a complaint similar to this on our bedwarmer models, therefore, we are unable to compare and determine a cause. The product in question has not been returned as of the date of this report.